Event description:
After a year of cochlear implant use, the pt reportedly was not responding to sound and was reporting pain when using their device. Diagnostic testing was consistent with electrode malfunction. Electrodes were deactivated from the patients program. Explantation surgery was scheduled to take place on 9/15/2005.